Event description:
The rongeur removed from service when a screw came out of the instrument and fell into the surgical site. A delay in the procedure occurred while the pt was x-rayed. The screw was located.